Event description:
It was reported, the pump alarmed "pump won't run". Patient turned pump off prior to call. Tubing clamped and cassette removed. Air bubbles noted. Tubing massaged and cassette tapped on hard surface. Cassette reattached, pump turned on, but alarm returns. Repeated troubleshooting steps, but alarm persists. Pump turned off and tubing remains clamped near port site. Patient not affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a ?no disposable-pump won't run" alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.